Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer¿s current blood glucose level is 116 mg/dl. The customer was treated with food. Customer declined for troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed per specifications.